Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.

Event description:
The customer advised that when using the needle, it was not puncturing the skin and was just causing patient discomfort.